Event description:
On 27-jan-2026, a sales representative reported via email that three ar-8934bck 3.0mm knotless suturetak anchors fractured at the mid-shaft during insertion. No adverse effects were reported. This was discovered during an elbow procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 03-feb-2026: the three ar-8934bck 3.0 mm knotless suturetak anchors remain implanted, and all detached fragments were successfully retrieved from the patient. The procedure was completed using another ar-8934bck from the same lot. There was no case delay, and no additional anesthesia was required. Additional information was received on 09-feb-2026: it was clarified that the three fractured ar-8934bck 3.0 mm knotless suturetak anchors were removed from the patient and do not remain implanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.